Event description:
During an in clinic follow-up, it was reported that inappropriate defibrillation therapy and inappropriate antitachycardia pacing were delivered due functional undersensing and atrial flutter. Abbott has received no information that indicated the inappropriate therapy is related to a malfunction of the device. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.